Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400mg/dl, up to 457 mg/dl. Customer's other blood glucose was 400 mg/dl, 390 mg/dl. The customer was treated with manual injection. The insulin pump will not be returned for analysis.